Event description:
New information notes that the device was explanted on (B)(6) 2014 and replaced.

Event description:
It was reported that the lead exhibited noise and low impedance. The lead remained implanted.

Manufacturer narrative:
Final analysis found the lead appearance of the flattened and parity fractured outer coil at 27 cm to 29 cm from the connector pin due to clavicular crush damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).